Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the tornado shaver did not work, need to be checked or repaired if needed. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor sticks and was rusty. Further, the cable resistance was out of tolerance. The defective motor and defective cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable tolerance failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/20/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 correction narrative: b5: the event description has been updated to reflect the correct information based on subsequent follow-up with the customer.

Event description:
It was reported by the customer in hungary that during a shoulder arthroscopy procedure, it was determined that the handpiece device did not work. During in-house engineering evaluation, it was determined that the motor was sticking as it was rusty. Another like device was used to complete the procedure without delay. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the tornado shaver did not work, need to be checked or repaired if needed. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor sticks and was rusty. Further, the cable resistance was out of tolerance. The defective motor and defective cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable tolerance failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/20/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in hungary that during service evaluation, it was determined that the handpiece device did not work. During in-house engineering evaluation, it was determined that the motor was sticking as it was rusty. There was no procedure nor patient involvement reported. No additional information was provided.